Manufacturer narrative:
A ge rep evaluated the system and found a loose fuse. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the system is displaying an error code of 404 when attempting to boot. No pt injury was reported.